Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. Based on the lot 277157 provided for which the DHR resides at arlington heights facility, the nuevo laredo lot numbers for component (B)(4) were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint (B)(4) (snap-on flowmeter adaptor) batch (B)(4) during the manufacture of the material. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code 003-40(aquapak 340 sw, 340 ml w/040 adaptor) available at the facility and it is not being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file (B)(4) was opened to perform a further investigation this issue (this CAPA is owned by (B)(4)). Other remarks: according to the CAPA investigation so far the root cause for the issue was the positioning of the thread softness of the new resin used for the snap adaptor. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that there is an air escape and the screw cap connector does not screw onto the wall oxygen outlet correctly. No report of a patient injury.